Event description:
The patient reported that the tape of the infusion set was not sticking on (B)(6) 2026. This event led to hyperglycemia. The blood glucose levels reported at the time of event was 15.8 mmol/l. Patient treated the event manually by using insulin correction pen.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. (B)(6). Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: review of complaint record 2536374 event description and all available information was completed and no lot number specific information identified. Requests for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level medtronic extended and malfunction type (adhesive issue). See attachment medtronic extended adhesion complaint closure investigation may 2026 for more information. Corrective and preventive action (CAPA) determination: during the investigation, trending was identified to be above the upper control limits as described in attachment medtronic extended adhesion complaint closure investigation. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaint and bounding covers medtronic extended (ewis) products and the time period review. Root cause of problem: customer complaint reporting for ewis includes a large number of reports related to accidental misuse where the infusion set, and adhesive patch have been accidentally pulled off during its extended period of wear (compared to 3-day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for ewis. Corrective action as a result of the investigation: database-(B)(4) opened to review design inputs for 7-day adhesive. Database-(B)(4) opened to complete associated method validation and verification testing. Database-(B)(4) opened to review and update ewis risk management file with updated test results, and to correctly map harms and severities in line with ic portfolio summary conclusion: based on the lack of lot specific information, no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.